Event description:
It was reported "helium loss 2 alarms every 1min after placement". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) returned for investigation was a 50cc 8fr fiberoptix ultra intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number for the returned sample. Upon return, the teflon sheath was noted on the iabc bladder membrane; blood was in the sidearm. The visible portion of the bladder was unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The fos cable was visually inspected; no damage or abnormalities were noted. The fos (sc) connector was examined. The fos white connector was properly seated in the blue clamshell housing. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The teflon sheath was on a portion of the iabc bladder, which indicates the iabc was not removed correctly per the instructions for use (IFU). The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The fos (sc) connector was connected to the iabp and the iabp zeroed the iabc. The pump status displayed "ok" indicating the fiber is fully intact. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked/clotted central lumen. Upon aspiration, water was unable to be pulled into the syringe. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. The iabc was leak tested in accordance with testing methods from manufacturing procedure. An external leak was immediately noted and located from the bifurcate around the fos adhesive. Upon microscopic inspection, an external leak occurred from the fos adhesive bond at the bifurcate. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. Some blood and debris was noted. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed before inserting the guidewire. Another attempt to aspirate and flush the catheter was successfully completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "helium loss 2 alarms" is confirmed. During the investigation, an external helium leak was confirmed from the iabc bifurcate fos adhesive. Unrelated to the reported complaint, the peel away sheath was noted on the iabc and the returned iabc bladder was found with-drawn through the teflon sheath. This indicates the user did not follow the instructions for use (IFU). As a result, an in-service has been requested to review the IFU with the customer. Based on a re-view of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the leak at the bifurcate fos adhesive. The probable root cause of the bifurcate fos adhesive leak is manufacturing related. Corrective and preventive action (CAPA) has been initiated to further investigate the issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "helium loss 2 alarms every 1min after placement". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".